Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the powerseal exhibited an incomplete seal cycle. The issue was identified during a therapeutic unspecified procedure that involved an anterior resection. The procedure was with an olympus back-up device. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, g1, g3, h2, h3, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: e113 error detected; improper sequential of the activation. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: improper sequential of the activation. The activation button may be short-circuited due to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.